Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device upload processing failed on hsv and station did not communicate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had upload processing failure on health site viewer. A technical support specialist found errors on the station communication, extracted the missing data and uploaded into the application server to resolve the issue. There was no response from the customer even after several follow-ups and hence closed the case. The system functioned as intended after the technical support specialist troubleshot the device.